Event description:
The account stated "pt was undergoing a colonoscopy with polypectomy. Physician noted a very quick, large burn when cautery pedal was tapped. Settings were checked and found to be 200/160 rather than 200/30. Preventative maintenance (pm) had been performed just prior to the procedure and settings had not been reset after pm completed. Pt sustained a bowel perforation which required surgical repair."